Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported in an (B)(6) review that the string on a tampon ripped upon removal. No further information was provided to reach out to consumer regarding consumer's use of the product and outcome.